Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse was concerned because the patient was below target but the water temperature was dropping in an arctic sun device. Target temperature was 37.3c, patient temperature was 36.5c, water temperature was 20.5c and flow rate was 3.1lpm. It was a normothermia case. Rewarm at 0.25c/hr setting. System hours were 10533. Pump hours were 9403. Mixing pump command was 0 percentage. Heater command 16 percentage. Directed nurse to dotted yellow line on the graph. Explained that the device was trying to warm the patient at 0.25c/hr. If the patient was warming faster than 0.25c/hr the water temperature would decrease to prevent the patient from warming too quickly.

Event description:
It was reported that the nurse was concerned because the patient was below target but the water temperature was dropping in an arctic sun device. Target temperature was 37.3c, patient temperature was 36.5c, water temperature was 20.5c and flow rate was 3.1lpm. It was a normothermia case. Rewarm at 0.25c/hr setting. System hours were 10533. Pump hours were 9403. Mixing pump command was 0 percentage. Heater command 16 percentage. Directed nurse to dotted yellow line on the graph. Explained that the device was trying to warm the patient at 0.25c/hr. If the patient was warming faster than 0.25c/hr the water temperature would decrease to prevent the patient from warming too quickly.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as the device worked appropriately. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.